Event description:
It was reported that this patient heard their pump alarm starting the night prior to the date of this report. This had not been confirmed by telemetry at the time of the report. Reportedly, on (B)(6) 2013, the patient attempted to give herself a bolus at 7 pm and it gave an error code and after that the pump started to alarm. The patient stated, she felt ¿creepy¿ as if she had been off morphine. This device system delivered morphine and bupivacaine. It was later reported that telemetry had now confirmed the pump critical alarm due to intermittent motor stall. The stall had occurred on (B)(6) 2013 at 6 pm and had not recovered until 6:30 am on (B)(6) 2013. Another stall occurred at 7:24-7:29 am on (B)(6) 2013. The patient was in a non-motorized bed at the time. The patient was now reported to have some withdrawal-like symptoms. It was further reported that the patient¿s pump was replaced.

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4), product type programmer, patient product ID 8 709sc lot# serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8596sc lot# serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8835 lot# serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.